Manufacturer narrative:
Additional information: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1016903 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1016903 , test base part number 190-430 / lot: 1016903 . The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1016903 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. Reference MFR report: 1221359-2021-01261, 1221359-2021-01263, 1221359-2021-01264 and 1221359-2021-01265.

Event description:
The customer reported 8 false negative results with the ID now covid-19 assay (different lot numbers). Different lot numbers were provided for the false negatives. This MFR. Addresses lot 2 of 5. The customer reported two false negatives with the ID now covid-19 assay collected on (B)(6) 2021 and (B)(6) 2021 on a nasal kitted swab. Confirmation testing was collected and generated positive results.